Manufacturer narrative:
Unit received with completely broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked reservoir tube window, cracked case at reservoir tube window and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump is damaged at the top of the reservoir compartment. The customer indicated that there are cracks but also pieces missing from the compartment. The customer's blood glucose reading was 246 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.